Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
According to reporter: the homecare nurse inserted the trach without incident during the routine weekly trach change. The homecare nurse attempted to use a busse sims connector/irrigation nozzles to remove the secretions, the patient had cough up during the trach change. The sims connector has ridges which locked on the hub of the trach tube and could not be removed. The track was removed and replaced. The patient recovered with no incident related medical sequelae.